Event description:
The physician implanted a protege everflex stent in the patient's left mid-to-distal sfa. After placement of the stent, it was observed on angio that there was a single twist in the stent. This was approximately 1/3 of the way from the proximal end of the 150mm stent. The physician corrected this with the placement of a balloon expandable stent 7 x 29 x 80 over the affected area, followed by the inflation of a submarine .018 pta balloon, 7 x 40 x 130. A small extravasation took place following the ballooning. The physician let it heal on its own and by the end of the case, the vessel looked fine. No further corrective action was needed. No patient injury was reported.